Manufacturer narrative:
According to the technician, no failure related to the reported issue was found, and it is unknown what circuit was in use; however, if a fisher & paykel made rt319 (heated single-limb patient circuit) is in use, a leak port test sometimes results in failure. There is no calibration functionality that can adjust the trigger sensitivity. Although flow sensor zero calibration was performed during the functional test, the technician does not know if flow sensor zero calibration impacts the trigger sensitivity. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during pre-use inspection, when the exhalation port test was performed, ventilation started automatically, and the test could not be successfully performed. The device kept operating when the issue was observed. There was no reported delay in therapy as there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that during pre-use inspection, when the exhalation port test was performed, ventilation started automatically, and the test could not be successfully performed. The customer changed the circuit and performed the test several times, but there was no improvement. The sales representative (rep) visited the customer for a check, but the reported issue was not duplicated; however, the medical examiner (me) requested calibration to adjust the trigger sensitivity alleging that the trigger was too sensitive. Therefore, the sales rep retrieved the device. Maintenance was just performed in october. Investigation is ongoing.